Event description:
Literature was reviewed regarding left ventricular assist device (vad) insertion after coronary artery bypass grafting (CABG) using a less invasive (li) approach versus the full sternotomy (fs) technique. The authors described patient deaths which included in-hospital deaths and those during the follow up period. The causes of in-hospital mortality were multiorgan failure, refractory right ventricular (rv) failure, sepsis, respiratory failure, and refractory tracheal bleeding. Deaths that occurred during the follow up period were due to unknown causes. In the full sternotomy group, there were patients who experienced rv failure which required inotropes, extracorporeal membrane oxygenation (ECMO), or a temporary right vad. In both li and fs groups, adverse events included reoperations for bleeding, stroke, hemodialysis, prolonged ventilation, infection, renal dysfunction, unknown device malfunction, tracheostomy, arrhythmias, worsening aortic insufficiency, or gastrointestinal bleeds (gib). The status of the vads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/67 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: reoperative left ventricular assist device insertion following previous coronary artery bypass grafting: less invasive versus sternotomy approach. Artificial organs. 2025; 0:1¿8. Doi: 10.1111/aor.14984 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.